Event description:
It was reported that after the iab was inserted into the pt, the pump began experiencing helium leak alarms. The pt was switched to another pump, but the alarms continued. It was then decided to remove the iab. There were no additional complications.